Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Pump received with broken reservoir tube lip, broken battery tube threads and minor scratched lcd window. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the battery compartment was cracked and the seal had come off. Customer stated that their was physical damage to the reservoir lip ring. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis